Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to urinary incontinence, sling revision (tvt implanted 2004). It was reported that following insertion the patient experienced severe sexual discomfort, pain, and ongoing urinary incontinence. It was reported that patient underwent a surgical procedure in 2006. It was reported patient improved after surgery but slowly has developed incontinence over the past few years. It was reported there was a bladder injury on the left side with tvt insertion trocar. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.